Manufacturer narrative:
During an internal review, it was noted that this event was believed to have been sent via alternative summary reporting (asr). However, it was not submitted on the asr report as it did not meet the guidelines for asr reporting at the current time, the report was submitted (july 2007). Therefore, a 3500a was generated to report this event. During a percutaneous transluminal angioplasty (pta) to an unk artery, the balloon was reported to have leaked. There was no reported pt injury. Multiple attempts have been made to gather additional information. However, no additional information regarding pt, lesion or procedural characteristics regarding this event has been provided. A clinically used powerflex ps 4x4 110 cm was received for analysis. Inflation of the returned catheter with water revealed a balloon leakage at the position of the proximal markerband. A DHR review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp), including the burst test values. Microscopic examination of the proximal markerband revealed no anomalies. Sem analysis performed on the outer surface of the balloon material revealed evidence of surface abrasions that might have caused the balloon leakage. It appears that these abrasions were caused somewhere during the procedure. It is possible that the difficulty experienced by the customer was related to vessel characteristics.

Event description:
During use in the pt, the balloon leaked. During a percutaneous transluminal angioplasty (pta) to an unk artery, the balloon was reported to have leaked. There was no reported pt injury.